Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and insulin delivery. The customer experienced an elevated blood glucose (bg) level of 503 mg/dl to a blood glucose level displayed as ¿high¿; although a specific bg value was not provided. Customer administered correction injections and delivered boluses to address the bg. Customer reverted to an alternate method of insulin therapy.